Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger was not charging, the dtc connector was loose. It was later reported that something was wrong when the patient plugged the insr into the wall and the ins was not charging. The patient hadn't received a replacement dtc as it was returned to repair as undelivered, so they were hurting bad as they could not charge the ins. A replacement dtc was then sent to the correct address. No further complications were reported or anticipated.